Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the drill was unable to calibrate and that the carriage would not hold its position after being unlocked. Disassembly revealed that the exposure motor was loose and seems to have backed out of the threads. Once the motor was tightened back into place the drill was able to function normally. An additional investigation was performed at the manufacturing site. Though this is an isolated event, the information regarding this complaint was shared with the manufacturing personnel to disseminate the information to those directly responsible to the quality of the product for awareness with emphasis on following torque specification within the work instruction, and to detect this failure mode during the service process. According to the work instruction, it states to tighten the exposure motor assembly into housing base to 90 ± 3 in-lb using exposure motor thread tool. The most likely cause of the reported issue was due to a loose exposure motor that was moving on its threads. Based on the usage of the device, this most likely occurred due to a manufacturing fault, such as the exposure motor not being properly torqued to specification. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during cori assisted tka surgery (patient in room under anesthesia), one (1) real intelligence robotic drill was not calibrating correctly, it kept throwing the error of ¿robotic drill error¿. It was unplugged and plugged back in, also turned on/off. In the middle of the case, while the surgeon was burring the distal femur, the drill failed and said it was having an error. It was tried continuing, and the screen would load while the burr went in and out; however, it would fail again. The drill was unplugged and plugged it back in. Another calibration was done, and it worked getting through the distal burr. At the end of the case, two drill diagnostics were run, and it failed the homing tange both times. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).